Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, ICD memory was reviewed. We confirmed that the device declared eri after experiencing two consecutive charge times greater than the extended mid-life eri charge time of limit of 18.9 seconds. To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use to date and programmed settings. Although the battery had not depleted prematurely, eri was triggered earlier than expected by charge times in excess of the 18.9 second extended eri charge time limit. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, an eri charge time replacement indicator was declared due to a higher than typical build-up of internal battery impedance.

Event description:
Boston scientific crm received information that this device was explanted and returned for disposal. There were no reported clinical allegations against this device during implant. Initial analysis revealed this device did not meet longevity calculations. No adverse patient effects were reported.